Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence. It was reported that the caller indicated that the implant is not working and the patient is not feeling stimulation. At the time of the call the caller was able to connect to the ins with the handset. The caller described the interstim therapy application but did not know what device was implanted. The caller indicated that program one was active and the intensity was set to 0.1 volts. The caller increased the stimulation to 0.4 volts and the patient was not feeling stimulation. The caller indicated that the patient had an appointment with a urologist on (B)(6) 2021 . The caller indicated the patient has another appointment on (B)(6) 2021. No further complications were reported